Event description:
It was reported that a user experienced repeated dexcom g7 sensor issues while using the ilet system, including a prior ¿replace sensor now¿ alert and a subsequent ¿sensor reconnecting¿ notification that indicated signal loss between the sensor and the pump; the third sensor initially showed prolonged pairing before entering warmup and then connecting, after which the user was advised to monitor. Symptoms included loss of glucose readings due to interrupted sensor communication. Outcomes included temporary interruption of cgm data availability without medical intervention or hospitalization. Investigation included review of alarm history and real-time troubleshooting during the call. Investigation of this case revealed intermittent communication loss consistent with cgm-to-pump signal disruption rather than confirmed sensor hardware failure, with successful reconnection during the call indicating restored function. It was concluded, based on previously established findings for similar reports, that the cause was likely environmental or positional factors affecting cgm-to-pump communication.